Event description:
During a tunneled hemodialysis catheter and right upper extremity venogram, the nit-vu wire fractured. Radiologist was able to retrieve the piece from the vessel and case completed without complication.